Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number 3006705815-2020-31796. It was reported that the patient's lead had invalid impedance. In turn, the patient underwent surgical intervention where the lead was explanted and replaced. It is unknown which leads are related to the issue. Therefore, all the suspected devices are being reported.